Event description:
On (B)(6) 2015, the reporter contacted animas alleging a dim/fading/color spectrum issue with the pump's display screen. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/05/2015 with the following findings: the display was found to be faint and had a red tint. Unrelated to the complaint, the battery compartment was cracked from the top down to the case seal. The battery compartment was also cracked above the grip pad. The investigation was completed using the returned battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.